Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug at an unknown concentration and dose. It was reported that when the nurse practitioner (np) saw the patient to perform a refill, the spinal incision was open, and the catheter was visual. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The representative had not seen the patient or the wound area. The np stated she had informed the physician. There had been labs requested to rule-out infection. Results were unknown at that time per the representative. The patient was sent to the emergency room for evaluation. The patient had also been referred to a neurosurgeon to see if the wound could be repaired. The issue was not resolved at the time of the report. It was unknown if surgical intervention was planned. The patient weight was unknown. The patient status at the time of report was alive ¿ no injury. No further patient complications were reported.